Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s mother) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioiq meter displayed inaccurately high results compared to both the patient¿s feelings/normal results and another meter. The complaint was classified based on the customer service representative (csr) documentation following confirmation from a senior csr about the date of the alleged event the reporter informed the csr that on (B)(6) 2018 at 8.00am, the patient obtained an alleged inaccurately high reading of ¿450 mg/dl¿ on the subject meter compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that after obtaining the reported result, the patient went to the school nurse who performed a blood glucose test on the school¿s clinic meter and obtained a reading of ¿75 mg/dl¿. The reporter advised that on the same day, at 4.14pm, the patient obtained an alleged inaccurately high reading of ¿361 mg/dl¿ on the subject meter compared to a reading of ¿70 mg/dl¿ on a back-up meter (unspecified device). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient manages her diabetes with self-adjusted insulin (humalog; sliding scale and lantus; 6.5 units). She reported that on (B)(6) 2018 at 8.00am and at 4.14pm, before the patient obtained the reported readings, the patient experienced symptoms of ¿dizzy, lightheaded and lethargic¿ which she self-treated with food and drink. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure. The reporter indicated that the patient had used an approved sample site to obtain the blood samples and noted that the test strips had been stored correctly and were within expiry. The csr was not able to walk the reporter through a control solution test as she did not have control solution at the time of the call. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms (i.e. Dizzy, lightheaded and lethargic) suggestive of a serious injury adverse event, whilst using the subject meter.